Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a distributor via sems-06023348 that an ar-12990 knee scorpion had an issue. The knee scorpion needle broke inside the instrument shaft upon the quadricep tendon closing, and it was stuck in it. This was discovered during surgery. No pieces broke off in the patient's body, and it had no effect on the patient. Another instrument was used. This occurred during use in an unspecified procedure with no patient harm. Additional information has been requested. On 9/8/2023, the distributor provided the following information via email: this occurred during an acl quad procedure on (B)(6) 2023. When the scorpion needle broke, it was fully contained within the shaft of the knee scorpion, no pieces broke off inside the patient. Another knee scorpion and scorpion needle with unknown lot numbers were used to complete the procedure successfully. There was a 22-minute case delay reported, but no additional anesthesia was necessary.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle.